Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The area was described as red irritated areas and later as an abrasion. The patient is in a nursing facility and the nurses reported treating the irritation. The patient's doctor recommended that the patient end use of the lifevest. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.